Event description:
A home patient contact baxter's technical service center regarding a check lines and bags alarm during priming. Baxter's technical service representative (tsr) instructed the home pt to adjust the lines from the cassette door and line clamps. The home pt stated she pulled out the heater spike. The tsr advised the home pt to start over with new supplies. No pt injury or medical indicated at the time of the initial report.